Event description:
Report received from (B)(6) which states: "when angling, not bending, the 23 gauge cutter to reach peripheral vitreous, the cutter appears to slow down. The cutter is still vibrating but at a reduced amplitude. When this happens the cutter is still moving but is not cutting the vitreous. The surgeon has seen a strand of vitreous being dragged in by the cutter. The cutter stops cutting. The tubing is not under undue stress and is properly sat within it's housing at this point. No pt impact."

Manufacturer narrative:
The device has not requested for evaluation; however, has not yet been received. The sterilization and lot history records were reviewed and found to be within specification.